Event description:
It was reported that the customer experienced low and high blood glucose levels. Her blood glucose level was 50 mg/dl. She treated her low blood glucose level with food. The customer had surgery and was in the hospital because she was allergic to the antibiotics the doctor gave her. Her hospitalization was not diabetes related. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.